Manufacturer narrative:
Evaluation summary: fit an orientation could not be evaluated without x-rays or surgical notes. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
No components returned for review. The surgical notes were reviewed for the instability noted. These devices are used for treatment. Per the primary surgery notes, the surgeon stated the implants functioned as follows: "found the 12 insert to be appropriate for the range of motion and stability." The revision surgery notes state; "the knee was inspected and found to be grossly unstable on extension, mid flexion and deflexion; however, flexion instability was greater than extension instability." The surgeon tried thicker articular surfaces but found that at least a 17mm surface was needed to be used to correct the instability; and the existing tibial plate could not be used. Therefore, a different tibial plate, femoral component and articular surface were used in the revision surgery. A product history report found no other complaints for the related lot/part number. Based on the available information, a definitive root cause for the instability cannot be ascertained at this time.

Manufacturer narrative:
Primary and revision operative notes were reviewed and no anomalies were indicated. A root cause remains undetermined. Should additional substantive information be received, the complaint will be reopened. Zimmer inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to pain.